Event description:
Customer reported noticing a big difference between the sensor and the blood glucose readings. Customer stated that the sensor was reading below 40 mg/dl while the blood glucose reading was 177 mg/dl. Customer's blood glucose reading at the time of the call was 411 mg/dl and the sensor was reading 40 mg/dl. Customer has treated the high with a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.